Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd received 2 photos for investigation. The photos were visually reviewed and the indicated failure mode of underfill was observed. Additionally, 100 retention samples were visually inspected with zero defects. Furthermore, a functional test was conducted on 10 retention samples and all tubes were within specification limits. This complaint has been confirmed for the indicated failure mode: underfill. Based on a review of the device history record for the incident lot all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.